Manufacturer narrative:
The centrella smart bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and is capable of supporting patients up to 500 lb (227 kg). The centrella smart bed is intended to assist clinical staff by relaying bed data to hospital communication systems for display and monitoring. Baxter technical support suggested the account isolating the power drive handles one at a time. The account was contacted two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of casters rolling when no power drive was activated were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that centrella frame casters rolled when brakes were not applied and no power drive was activated. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.